Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to the g3 of the initial medwatch. The aware date should be [07/24/2024]. Corrected fields: b5, h8 (reuse), h6: (add component code - "772-cover"). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, olympus confirmed the reported events of foreign material on the nozzle and probe cover of the tip, but the type of the material or root cause cannot be identified. There was no damage to the areas where the foreign material was detected. It was unknown if the reprocessing was performed according to the instructions for use. However, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign matter on the nozzle and cover.

Event description:
It was observed during the device inspection, the colonovideoscope nozzle exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.